Event description:
The reporter contacted animas on (B)(6) 2013 reporting a dim/fading display issue. The reporter indicated that the display screen was dim and pinkish in color; the reporter stated that the lens film was removed but the display was still dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display is faded, discolored, and difficult to read. The display was replaced with a test display, and the contrast returned to normal with no signs of fading or discoloration.